Manufacturer narrative:
(B)(4). A death certificate was received listing renal insufficiency and end stage renal disease as cause of death with secondary cause of hypertension. The end stage renal disease death notification ((B)(6)) lists cause of death as cardiac arrest, cause unknown. The post market surveillance department is in the process of reviewing patient medical records related to this event. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported that a patient expired at the clinic following an uneventful hemodialysis (hd) treatment performed on (B)(6) 2016. The clinic manager provided follow-up information which revealed that the patient had been discharged from the hospital to a skilled nursing facility on (B)(6) 2016, one day prior to this event. Prior to the hd treatment, the patient was usual self, with no noted episodes of hypotension. The patient underwent a successful treatment with no reported device malfunctions. However, post treatment, the patient collapsed. Cardiopulmonary resuscitation (CPR) was performed, but the patient expired prior to being transported to the hospital. The 2008t hemodialysis machine was removed from service pending its evaluation. No samples of the acid/bicarb in use that day are available. The disposable products (dialyzer and bloodlines) are not available for evaluation by the manufacturer as both were discarded by the user facility.

Manufacturer narrative:
Manufacturing review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the fresenius granuflo product used in the reported event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. As no lot number was provided by the complainant, a manufacturing review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The packaging components and chemical raw materials used in the manufacture of the identified lots were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The fresenius granuflo product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that the fresenius granuflo product caused, contributed to or was a factor in the reported event. Clinical investigation: the patient medical records were provided by the facility on february 26, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient was an (B)(6) year old, female end stage renal disease (esrd) patient on intermittent in-center hemodialysis (hd) therapy performed using fresenius renal replacement products. The date the patient started dialysis therapy is not known. Review of the medical record titled ¿esrd death notification,¿ noted that the patient died at a dialysis unit on (B)(6) 2016. The modality at the time of death was in-center hemodialysis, the primary cause of death was ¿cardiac arrest, cause unknown,¿ with no secondary cause, renal replacement therapy was not discontinued prior to the death, and the patient was not receiving hospice care prior to the death. According to the document titled ¿death certification,¿ the cause of death was renal insufficiency, end-stage renal disease, manner of death: natural, with other significant conditions listing dialysis: hypertension, with no autopsy performed. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of cardiopulmonary arrest, and the outcome of death.

Event description:
On (B)(6) 2016, the patient was admitted to a hospital due to generalized weakness, two missed dialysis treatments, trace bilateral lower extremity edema, and gastrointestinal bleeding. On an unknown date during the admission, the patient was transfused 2 units of packed red blood cells with hemodialysis (hd) therapy. On (B)(6) 2016, the patient was discharged from the hospital to a skilled nursing facility. A review of the medical records related to this (B)(6) 2016 treatment provided the following information. The hd treatment was initiated at 11:10 am. At 12:39 pm, 1mcg of hectorol (doxercalciferol) was administered via intravenous push (ivp). The treatment, which was described as being uneventful, ended at 1:55 pm. At 1:58 pm, the patient became unresponsive, and breathless. Emergency medical services (ems) was notified, and cardiopulmonary resuscitation (CPR) was initiated. At 2:43 pm, ems arrived in the clinic and took over CPR. The treatment sheet from (B)(6) 2016 revealed the following: f180nre dialyzer, 2 potassium, 2.5 calcium, 1 magnesium, 100 dextrose, sodium 137meq/l, bicarbonate machine setting 33meq/l, dialysate flow rate 800ml/min, blood flow rate 400ml/min. The machine setup from (B)(6) 2016 noted the following: fresenius 2008t hd machine; conductivity 14.1, meter conductivity 14.1, ph 7.3, machine temperature 36 degrees celsius, pressure holding test passed, high flux verified, air detector armed, alarms verified, no bleach.